Event description:
New information notes that the pacemaker was explanted.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the pacemaker exhibited undersensing. No intervention or patient condition was reported.

Manufacturer narrative:
The reported event of under-sensing was not confirmed. Final analysis found that as received, the device was received with normal output and normal telemetry calculation. Upon visual inspection, it was found post assessment that the header and its connectors are determined to be normal. Electrical and mechanical tests performed including lead impedance, sense threshold, and outputs verification did not identify any functional issues. Longevity assessment found that the device was at elective-replacement level and consistent with normal longevity.